Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. A 2.50x20mm promus element drug eluting stent delivery system was introduced and the stent dislodged inside the patient. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
A 2.50x20mm promus element drug eluting stent delivery system initially reported and correct device should have been an unspecified size ion drug eluting stent delivery system.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).